Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('robotic assisted laproscopic vaginal hysterectomy / bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("too dizzy to feel safe enough to get up to pee"). The patient was treated with meclozine (meclizine) and surgery (robotic assisted laproscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the dizziness was resolving. The reporter considered dizziness and medical device removal to be related to essure. The reporter commented: patient would have left earlier after surgery, but she was too dizzy to feel safe enough to get up to pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("robotic assisted laparoscopic vaginal hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('robotic assisted "laparoscopic" vaginal hysterectomy / bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("too dizzy to feel safe enough to get up to pee"). The patient was treated with meclozine (meclizine) and surgery (robotic assisted "laparoscopic" vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the dizziness was resolving. The reporter considered dizziness and medical device removal to be related to essure. The reporter commented: patient would have left earlier after surgery, but she was too dizzy to feel safe enough to get up to pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("robotic assisted laparoscopic vaginal hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic vaginal hysterectomy). The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('robotic assisted laproscopic vaginal hysterectomy / bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dizziness ("too dizzy to feel safe enough to get up to pee"). The patient was treated with meclozine (meclizine) and surgery (robotic assisted laproscopic vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the dizziness was resolving. The reporter considered dizziness and medical device removal to be related to essure. The reporter commented: patient would have left earlier after surgery, but she was too dizzy to feel safe enough to get up to pee. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media was received. Event "dizziness" was added. Event term of "medical device removal" and non-drug treatment was updated. Treatment drug was added. Reporter causality comment was added. Reporter was added and reporter information updated medically confirmed ticked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.